Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 2.25 x 28mm stent delivery system was returned for analysis. The stent was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no issues to note. From the manufacturing data the maximum stent profile was within max crimped stent profile measurement. The balloon wings were relaxed. It appeared the balloon had been subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed a midshaft kink at approximately 24 mm distal of the midshaft/hypotube bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 28 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodged and could not be removed. The dislodged stent was then deployed in lad. The procedure was completed with three other promus premier stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 28 x 2.25 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodged and could not be removed. The dislodged stent was then deployed in lad. The procedure was completed with three other promus premier stents. No patient complications were reported and the patient's status was stable.